Manufacturer narrative:
The insulin pump passed functional testing including prime/a33, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests. However, a slightly noisy motor was noted during testing. Several boluses were programmed, and delivered properly. The boluses recorded properly in the bolus history. No delivery anomaly, bolus anomaly, or history anomaly noted. Minor scratches on display window, cracked case near display window corners, and cracked reservoir tube lip noted during visual inspection.

Manufacturer narrative:
The insulin pump was received with noisy motor due to faulty motor. However, the insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer had unk high blood glucose levels. The customer stated he did not believe his insulin pump was delivering enough insulin and that it was making a grinding noise. The customer also stated that his unomedical insulin infusion sets were causing sores which became infected. The customer's blood glucose level was 124 mg/dl at the time of the report. Troubleshooting was declined. The product has been returned. Nothing further was reported.